Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 101 mg/dl.the customer stated that the alarm history showe e70. Customer was advised that the device would replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No e70 alarm noted in history file. Unit had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.